Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was accidentally dislodged while right atrial (ra) lead was being repositioned. During repositioning of the right ventricular (rv) lead, it exhibited helix extension issues. This lead was explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of dislodgement. The helix difficulty allegation was confirmed, based on the field report. Dried blood in the helix housing prevented direct test of the helix mechanism. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement and helix difficulty. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was accidentally dislodged while right atrial (ra) lead was being repositioned. During repositioning of the right ventricular (rv) lead, it exhibited helix extension issues. This lead was explanted and replaced. No additional adverse patient effects. The product was returned for analysis.